Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the power inlet module fuse box and power cord were burnt. The power inlet module and power cord were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that outside of surgery, power inlet module melted and burnt the power cord. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Product is being evaluated by external contractor. Once the investigation is complete, a follow up/final report will be submitted.